Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother was reported via phone call that they experienced high blood glucose level 480 mg/dl. Customer stated that the insulin pump had motor error alarm. Customer was treated with insulin pump. Customer was able to complete rewind. Insulin pump passed displacement test. The insulin pump will not be returned for analysis.